Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01017. It was reported during the patient's scs system trial procedure when the physician tried to steer the lead in the epidural space the patient experienced discomfort and pain. The physician attempted entering through a different level, however, the patient could not tolerate the leads in the epidural space. Both of the leads were pulled out and the trial was abandoned. The patient is reportedly fine, and did not have any issues after the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.